Event description:
It was reported that during implant the header rv screw were damaged. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned due to a setscrew anomaly. Although the vtip setscrew was not returned for analysis, silicone, septum material was found inside of the vring setscrew hex cavity and it is believed the vtip setscrew also experienced the same condition. This would have led to difficulties with securing the vtip setscrew in the field. The silicone, septum material inside the hex cavity can also give the impression of the stripped setscrew when the torque wrench cannot be fully inserted.